Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-26. H6: investigation summary one open 32g x 4mm pen needle sample and one photo was returned from lot. No. 0176882, cat. No. 320559. Visual examination and a functionality test was carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified h3 other text : see h10.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro had attachment issues. The following information was provided by the initial reporter : the customer reported about improper connectivity between the outer cover and the pen needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro had attachment issues. The following information was provided by the initial reporter : the customer reported about improper connectivity between the outer cover and the pen needle.